Event description:
Healthcare professional (hcp) reported a patient was injected in the rt and lt temporal areas with ¿2 cc (1 cc per site)¿ of juvéderm® voluma® with lidocaine. Six days after the patient experienced ¿swelling and bulging.¿ that same day the patient was treated in the rt temporal area with hyaluronidase. The patient was also treated with ¿ceftriaxone 2 gm IV single dose with cpm injection. The patient was also prescribed home medication: dicloxacillin (500 mg) 1x4 po pc¿. Clinical improvement was observed. Approximately two weeks later the patient experienced similar symptoms in the ¿lt temporal area.¿ that same day the patient was treated by draining the lt temporal area and found dark blood amounting to 3 ¿ 5 ml and scattered filler. The patient was also treated with 1ml of hyaluronidase, ceftriaxone 2 gm IV od was administered stat, and home medication included clindamycin (300 mg) 1x3 po pc. The following day, the lesion was smaller and less tender. The hcp drained again, finding blood amounting to 1 ¿ 3 ml. The patient was treated with ceftriaxone 2 gm IV od. Symptoms are ongoing.

Manufacturer narrative:
Clarification to e1: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.